Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the scale printing on a 60 ml bd¿ catheter tip syringe came off after rinsing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples were returned for evaluation by one of our quality engineers. 1 sample was returned with no print on syringe and no plunger rod. 2 stoppers were in barrel which had roughness around bottom edges therefore failure mode is verified. Prior to being released for distribution, ink permanency is tested in the following way. 3 consecutive barrels beginning/every batch are tested using 3 solutions: 70% ethyl alcohol ,70% isopropyl alcohol, haemosol. Solutions are used wiping the scale markings 4 times (two in each direction) using a back and forth motion with a minimal amount (.5 ¿ 1.0 lb.) Of downward force. Additionally, tape test on 4 consecutive barrels beginning/ every shift are tested for ink permanency using scotch tape 810 magic tape, 3/4¿ wide and 3m transpore surgical tape, 3/4¿ wide. Both of these tests are done to verify ink does not remove from barrel. Hourly inspections are completed on 50 syringes, (50 at assembly and 8 at packaging) checking for any defects. A device history review was completes with zero defects found. The multiple usage/handling of the syringe and different temperatures and food/ oils being introduced to stopper/ syringe could have a factor of missing print and stoppers that are rough around edges. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time from manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.